Event description:
It was reported that technical services (ts) was contacted for review of a stored electrogram (egm) for this patient with a pacemaker system. Ts reviewed and found there is right ventricular (rv) oversensing resulting in pacing inhibition. Additionally, there was observations of low rv amplitude measurements. The field representative will discuss the findings with the clinic. At this time, the device and rv lead remains in service. No adverse patient effects were reported.